Event description:
Allegedly the threaded end of the t-handle broke. This is a reportable malfunction.

Event description:
Allegedly, the threaded end of the t-handle broke. This is a reportable malfunction.

Manufacturer narrative:
The investigation is not complete. This is a reportable malfunction. To date, no serious injury to the patient has been recorded by the user facility. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: product contributed to event. Complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.